Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Photograph, video and/or physical sample evaluation: ¿ there was a photograph associated with this case and in this, the reported defect can be seen. Batch record revision results: lot 5c05582 was manufactured on 27/mar/2025, in doyen b line, with a total of (B)(4) each (ea). The complaint engineer performed a batch record review on 11/mar/2026, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1738482 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 11/mar/2026, complaints engineer ran a query in database in order to verify the complaints reported for the 5c05582 lot for the malfunction ¿primary pack (sterile products) has incomplete or open seal, or dressing or loose material is trapped in packaging.¿ defect, and no additional reportable complaint was identified. Historical nonconformance review: on 11/mar/2026, complaint engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿primary pack (sterile products) has incomplete or open seal, or dressing or loose material is trapped in packaging.¿ for the lot number 5c05582 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) " package seal integrity nonconformities". Method ¿ 7 (B)(4). Defect rate analysis: there have been 19 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which was well within an appropriate acceptable quality level (aql) (B)(4) according to test methods (tm). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot was unlikely to breach an acceptable quality level (aql) of (B)(4). Importantly to date, it was well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 19. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor reported that dressing was trapped in seal and nineteen dressings were impacted. The product was not used. A photograph depicting the issue was received from the complainant.